Event description:
It was reported that the patient presented to the emergency room experiencing presyncope. Upon interrogation, the right ventricular lead exhibited low impedance and loss of capture. Upon visual of the lead, it was noted the insulation was abraded possibly due to lead to can abrasion or twiddlers syndrome. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.